Manufacturer narrative:
Investigation visual inspection a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at 0.0815mm, outside the tolerance of 0 +- 0.02mm. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The shunt system was measured in both the horizontal (progav) and vertical (paedisa) positions. Both valves are operating within acceptable tolerances. We have dismantled the valves. Inside both valves, we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability or over-drainage. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patent, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po valve is not adjustable overdrain. File entered with limited information. Delivered with the return kit inside an unknown liquid. Height: 180 cm.